Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the esd700 diode array was shorted on the distribution node (dn) pca board. The cause of the gong alarms and incoming test failure is the shorted esd700. The root cause of the shorted esd700 cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing gong alarms.